Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the unit failed with over voltage protection (ovp) fault alarm. The customer reported that the unit was not in use on patient. The customer contacted product support and requested for service repair. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Per authorized service personnel (asp) the reported problem of alarm ovp circuit failure was confirmed. The (asp) replaced the motor control (mc) board; test and inspection were performed and passed. The device returned to full functionality.